Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/65 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿management and long-term outcomes associated with recalled implantable cardioverter-defibrillator leads: a multicenter experience.¿ heart rhythm. 2020. 17(11):1909-1916. Doi: doi.org/10.1016/j.hrthm.2020.06.004. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding outcomes associated with implantable cardioverter defibrillator (ICD) leads. The article reports patients that experienced inappropriate therapy, superior vena cava (svc) tears, pericardial tamponade, pocket hematomas, pocket infections, and sepsis. There were lead malfunctions such as pace/sense fractures, defibrillation coil fractures, oversensing, increased impedance, non-capture, high threshold, and lead migration. The leads were extracted or revised. The status/ disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.